Event description:
New oxys oxygen e cylinders have pressure gauges that now constantly show contents (half full, quarter full, etc.) Regardless of whether the tank is on or off. This is causing major confuston with staff that is used to using other oxygen e cylinders because the pressure (contents) gauge only showed pressure (amount left in tank) when the tank was turned on. Staff members are thinking that the oxygen tank has been turned on because the gauge reads that there is pressure still left in the tank, when in reality the tank is still off. This is going to cause a serious problem of staff assuming the tank is on due to the pressure gauge, hooking the pt up to the nipple, and the pt desaturating because the staff beleives the tank is on. Rptr feels should not change something that has always been different in the past.